Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. It was reported that the patient experienced a skin reaction with an infection underneath the sensor pod area only, which occurred an unspecified number of days after the sensor had been inserted in the right arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed a bacterial infection at both her dexcom sensor and her omnipod pump skin reaction insertion sites. On (B)(6) 2023, a blood test was performed and confirmed the patient had cellulitis. The patient was admitted to the hospital and administered solu-medrol 80 mg IV every day and doxycycline 500 mg tablets twice a day for five days. The patient provided a photo of the skin reaction site on the arm. The photo confirmed the skin reaction and shows redness, some inflammation, and dry, flaking skin around the sensor patch footprint. On (B)(6) 2023, the patient was discharged home from the hospital and was doing well after antibiotic treatment. At the time of contact, it was indicated that the patient was ok. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.